Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the rewind anomaly and multiple unresolved alarms on the insulin pump. Troubleshooting was not performed. Customer advised they had to restart and rewind the insulin pump multiple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device received with all operating currents within specification. No unexpected rewind anomalies noted. No unexpected e/a alarm anomalies noted. No unexpected e04 and e09 alarm anomalies noted. (B)(4).